Event description:
Atrial lead placed and connected to psa cables. Noted that lead was 1 volt higher then tested prior to placement. Repositioned without improvement. Removed and replaced by new atrial lead with good threshold voltage.